Event description:
The customer reported to vyaire medical that the bellavista1000 us had a technical failure alarm 388 - "no o2 dosing possible" during patient use. Furthermore, the patient was transferred to another ventilator and there was no patient harm associated with the reported event.

Manufacturer narrative:
H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. H3 other text: device was not returned yet.

Manufacturer narrative:
Device evaluation update: g3, g6, h2, h3, h6 and h11. Results of investigation: vyaire medical was able to confirm, however, no issue was found, the alarms were likely due to an interruption of external o2 supply. No hw failure related with dosing failure visible on logs. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.